Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 9/15/2017 with the following findings: there were multiple occlusion alarms observed in the black box that were associated with high force. The pump successfully completed a rewind, load, and prime sequence with no alarms. The sensor was detecting the correct force when the force sensor calibration test was completed. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened and there were no intermittent conditions found on the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation codes: method codes ¿ (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an occlusion (frequent/persistent) issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.